Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. On (B)(6) 2021 via transesophageal echo (tee), a device related thrombus was noted. No additional information is known at this time.